Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported high readings issue with a customer's adc freestyle libre, having received the following comparisons: sensor scan 158 mg/dl vs competitor meter 98 mg/dl, sensor scan 197 mg/dl vs competitor meter 123 mg/dl, and sensor scan 187 mg/dl vs competitor meter 124 mg/dl. The timing of the comparisons in relation to the medical event is unknown. However, the caregiver further reported that the customer experienced a loss of consciousness and an ambulance was called. The customer was taken to a hospital, where they were diagnosed with hypoglycemia and administered unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported high readings issue with a customer's adc freestyle libre, having received the following comparisons: sensor scan 158 mg/dl vs competitor meter 98 mg/dl, sensor scan 197 mg/dl vs competitor meter 123 mg/dl, and sensor scan 187 mg/dl vs competitor meter 124 mg/dl. The timing of the comparisons in relation to the medical event is unknown. However, the caregiver further reported that the customer experienced a loss of consciousness and an ambulance was called. The customer was taken to a hospital, where they were diagnosed with hypoglycemia and administered unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.